Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's internal battery depleted alarm occurred. There was no harm or injury reported. The device was returned to a service center for evaluation. An operational check was performed, and the reported alarm was not duplicated. The device error log was reviewed, and an "internal battery depleted" alarm was observed. At the time of the alarm the devices residual battery was at 96%. It was determined that the device may have failed to recognize/determine the state of the battery correctly. The device's main board was replaced to address the issue. After replacement, all device testing passed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's internal battery depleted alarm occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.